Event description:
It was reported that an explant procedure took place due to the reflux came back and was recurring.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot number was provided therefore a device history could not be done. Additional information was requested, and the following was obtained: what was the implant date? - (B)(6) 2019. What is the lot number for the linx device? - unknown. Was ph testing performed prior to explant to confirm recurrent reflux? - yes. After implant, was the device initially effective in controlling reflux? - yes. When did the recurrent reflux begin? - (B)(6) 2021. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.